Manufacturer narrative:
All of the buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. No scrolling buttons noted. No unresponsive buttons noted. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers kept scrolling and the buttons were unresponsive. The customer's blood glucose was 152 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.